Event description:
It was reported that the customer recently had a hypoglycemic episode, and the paramedics were called. It was stated that the emergency team blamed the insulin pump for the customer's hypoglycemia episode. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.